Event description:
This patient had an ef of 10 percent and was decompensating after this lead was implanted. The patient was not intubated and did not react well to the anesthesia. This lead became dislodged and had to be repositioned. This patient expired during the implant; the physician did not feel an echocardiogram was necessary after the patient's death. This lead remained implanted in the patient after death. Should additional information become available, this report will be updated.